Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as a tecnis multifocal acrylic 1-piece intraocular lens (iol) because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens was contaminated whereby dust particles were present. The lens condition is consistent with a lens that was explanted from the patient¿s eye. No failure was detected from the visual examination of the iol. The manufacturing record review was performed. There were no process and / or material changes within the production order. There were no process and / or material changes within the production order. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. There were no associated nonconformity material reports. Based on the manufacturing record review and historical review the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure because the patient had difficulty seeing small print. No patient injury was reported. It was stated that there was no vitrectomy, no suture, and no incision enlargement performed. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.